Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered multiple inappropriate shocks to the patient. The patient was noted to have originally had the ICD system implanted for brugada syndrome but had genetic testing to prove they did not have brugada syndrome. Per a physician order, device tachycardia therapy was intentionally programmed off. The ICD device was then subsequently explanted, and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. No new products were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered multiple inappropriate shocks to the patient. The patient was noted to have originally had the ICD system implanted for brugada syndrome but had genetic testing to prove they did not have brugada syndrome. Per a physician order, device tachycardia therapy was intentionally programmed off. The ICD device was then subsequently explanted, and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. No new products were implanted. No additional adverse patient effects were reported.